Event description:
It was reported that during a ptca procedure to treat a 99% stenosed lesion in a severely tortuous mid rca, the guide wire became trapped in a branch vessel. Torque was applied to the device in an attempt to remove it (contrary to IFU: if the guide wire tip becomes entrapped within the vasculature, do not torque the guide wire), and the tip of the guide wire separated, remaining in the vessel. An unsuccessful attempt was made to retrieve the separated coil. The pt was reported to be doing well after the procedure.